Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: effective tricuspid regurgitation reduction is associated with renal improvement and reduced heart failure hospitalization. B2 death date and b3 event date are estimated as this event is from a literature review.

Event description:
The article "effective tricuspid regurgitation reduction is associated with renal improvement and reduced heart failure hospitalization" was reviewed. -the article presented a retrospective single center study, to evaluate whether tr-reduction using transcatheter edge-toedge repair (t-teer) is also associated with improved renal function.. Devices mentioned include mitraclip ,triclip and pascal. The article concluded that effective tricuspid edge-to-edge repair is associated with improved renal function and reduced heart failure hospitalization.. [The primary author and corresponding author was mirjam kessler at department of cardiology, ulm university heart center, ulm, germany with corresponding email mirjam.kessler@uniklinik-ulm.de. The time frame of the study was march 2017 and may 2023.. A total of 92 patients were included in this study, of which an unknown amount received an abbott device. Peri and post-procedural complications included: (B)(6): off -label use, heart failure hospitalization, acute kidney injury, infection, medication required, prolonged ventilation, death. (B)(6): heart failure hospitalization, acute kidney injury, infection, medication required, prolonged ventilation, death.

Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, causes for the reported heart failure, death, renal failure, and infection could not be conclusively determined. Additionally, the reported patient effects of heart failure, death, renal failure, and infection are listed in the triclip g4 instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization, medication, and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.